Event description:
Account reports receiving intermittent erratic patient results. The following example with discrepant results for glucose was provided. Initial result gave 1 mg/dl; repeat gave 96 mg/dl. Erroneous result was not reported. The field service rep determined the cause to be due to a malfunction of the reagent probe, and the probe was replaced. Performance tests were performed.